Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 100% stenosed lesion being treated was located in the severely calcified, severely tortuous proximal left anterior descending (lad) artery. The lesion was not predilated. The physician experienced insertion difficulty while attempting to place the 3.00x20mm liberte bare metal stent. The physician identified one of the stent struts was broken. The procedure was completed with a different device. No pt complications were reported. Pt status reported as "stable."